Manufacturer narrative:
Patient's implanting physician: dr. (B)(6). Facility: (B)(6). Address: (B)(6). City: (B)(6). Phone: (B)(6). Clarification to b.3. Date of event: partial date was provided as september 2024 a review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "lymphoma-alcl-suspected", "seroma-late", and "lump/nodule" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosis of bia-alcl; "liquid accumulation"; "tumor area".

Event description:
Patient representative reported patient experienced left side symptoms of "breast swelling", "pain", and "limited possibility to move arms" and visited their physician, who "attested a liquid accumulation". Patient underwent mammogram, CT scan, MRI, and a biopsy of the left lymph node, and "bia-alcl" was diagnosed on the left side. Pathological markers confirming alcl have not been received. Device was explanted with "en bloc re-section and a lymphadenectomy". "Several lymph nodes and tissue parts were removed near the tumor area." Patient suffers "depression, panic and sleeping problems" for this reason.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient representative reported patient experienced left side symptoms of "breast swelling", "pain", and "limited possibility to move arms" and visited their physician, who "attested a liquid accumulation". Patient underwent mammogram, CT scan, MRI, and a biopsy of the left lymph node, and "bia-alcl" was diagnosed on the left side. Pathological markers confirming alcl have not been received. Device was explanted with "en bloc re-section and a lymphadenectomy". "Several lymph nodes and tissue parts were removed near the tumor area." Patient suffers "depression, panic and sleeping problems" for this reason.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.

Event description:
Pathology evaluation was received which reported "cd30 positive cells detected focally, but without atypical cytological features. Therefore, no lymph node manifestation of anaplastic large-cell lymphoma." Additionally, stage was indicated as "tnm: pt1, pn0." The histopathological markers are still partially reported, therefore lymphoma-alcl-suspected remains valid.

Manufacturer narrative:
Clarification to b6 relevant test/laboratory data: the initial translation of the pathological-anatomical assessment report was submitted in the previous medwatch. An additional translation of the same report plus a follow-up is included in this medwatch. The events of "lymphoma-alcl-confirmed", "seroma-late", "lump/nodule", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: bia-alcl, pathological markers cd30+ and alk- have been confirmed; "seroma"; "tumor area"; "extracapsular implant rupture and siliconoma axillary left".

Event description:
Patient representative reported patient experienced left side symptoms of "breast swelling", "pain", and "limited possibility to move arms" and visited their physician, who "attested a liquid accumulation". Treatment was reported as "antibiosis with penicillin. No improvement from antibiotics." Patient underwent mammogram, CT scan, MRI, and a biopsy of the left lymph node. Physician notes and diagnostics provided which further reported "extracapsular implant rupture and siliconoma axillary left" and "in the t2 tirm, there are axillary lymph nodes on the left and in the axillary outflow multiple constricted lymph nodes with only a weak t2 signal." Pathology evaluation was received which reported "cd30 positive cells detected focally, but without atypical cytological features. Therefore, no lymph node manifestation of anaplastic large-cell lymphoma" and "we have received the announced alk staining. This staining remains negative". Patient was diagnosed with "highly pleomorphic, partly plasmacytoid mononuclear/giant cell lymphoma, associated with a breast implant (bia-alcl)". Additionally, stage was indicated as "tnm: pt1, pn0." Device was explanted with "en bloc re-section and a lymphadenectomy". "Several lymph nodes and tissue parts were removed near the tumor area." Patient suffers "depression, panic and sleeping problems" for this reason.

Event description:
Physician notes and diagnostics provided which further reported "extracapsular implant rupture and siliconoma axillary left" and "in the t2 tirm, there are axillary lymph nodes on the left and in the axillary outflow multiple constricted lymph nodes with only a weak t2 signal." Histopathological markers confirming alcl have still not been received.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.